Event description:
It was reported that the customer received a compromised force sensor system error from his insulin pump. The customer's blood glucose level was 178 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test due to faulty force sensor resistor. The device was received with cracked case at display window corners, cracked reservoir tube, minor scratched lcd window, missing end cap sticker, broken reservoir tube lip, and missing reservoir tube lip o ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)